Event description:
A surgeon reported following an intraocular lens (iol) implant procedure that a pt presented with a hyperopic refraction of +1.00. The target was plano. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The lot and serial number were provided. Results from the product history record review indicated the iol met release criteria. The product history records could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. One of the viscoelastics used is not qualified for use with this lens/cartridge combination. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).